Event description:
The customer reported that the 2800 system would not store the correct pt info. It was also found that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation and determined that the system needed a new cpu battery. The customer replaced the battery. The system was tested and is now operating as intended.